Event description:
As reported: "an accolade tmzf was being revised. Reason for the revision is the femoral head broke off the trunnion because of wear and fretting and possible impingement. Failure of big lfit metal head and tmzf trunnion." Rep provided primary and revision usage sheets, x-ray and explant pictures. Right hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photo displayed a recently explanted metal head with blood on it. There are no other conclusive remarks based on this photo. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a femoral stem because of disassociation of the femoral head with erosion of the trunnion with a notch in the inferior neck. I can confirm that this event took place since I have read the reported narrative and viewed an xray consistent with findings above. Regarding the possible root cause of this event, I cannot determine it with certainty. Failure of the head/neck junction is a well-known phenomenon that is multifactorial. Using a high offset with a long femoral head could be a contributing factor. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a revision surgery took place as the femoral head broke off the trunnion because of wear and fretting and possible impingement. Clinician review of provided medical records confirmed the failure of a femoral stem because of disassociation of the femoral head with erosion of the trunnion with a notch in the inferior neck. The exact cause of the event could not be determined. Further information such as pathology reports, the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "an accolade tmzf was being revised. Reason for the revision is the femoral head broke off the trunnion because of wear and fretting and possible impingement. Failure of big lfit metal head and tmzf trunnion." Rep provided primary and revision usage sheets, x-ray and explant pictures. Right hip.